Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the fill chamber would not release, kept filling up and the pump kept running on the customer's fms vue irrigation tubeset causing the knee capsule to expand with excessive swelling during a knee scope procedure. The case was completed by shutting the pump down; wall suction to drain the patients capsule and hanging gravity. There were adverse patient consequences with the excessive swelling and a five-minute time delay. The sales rep stated the device was discarded by the customer.